Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, linear opening, brown particles, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening assessed as fold flaw opening.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.